Manufacturer narrative:
Photo analysis results: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported ¿rupture diagnosed via ultrasound and magnetic resonance imaging (MRI)¿. Later healthcare professional confirmed "rupture diagnosed via ultrasound and magnetic resonance imaging (MRI)". This record is for the right side. Device has been explanted and replaced.

Event description:
Patient reported ¿rupture diagnosed via ultrasound and magnetic resonance imaging (MRI)¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.